Manufacturer narrative:
A product correction letter was issued on july 10, 2018 to all customers with alinity ci-series system control modules installed to inform them of the issues identified which may present a potential performance issue in alinity ci-series software version 2.10. Abbott laboratories is releasing alinity ci-series software version 2.50 to correct these issues. An abbott representative will schedule a mandatory upgrade of the alinity ci-series to software version 2.50 for all impacted customers. The product correction letter provides the customer with necessary actions required until software version 2.50 can be installed.

Event description:
Abbott laboratories has confirmed the following issues related to the alinity ci-series system control module, software version 2.10. No patient injury has been reported due to the issues. Racks removed by a user during maintenance state is not detected by the system. Issues with test orders may occur when reloading a rack with patient samples and returning to running state. Some tests may remain stuck in scheduled state and the rack will not be routed to the module for processing of the samples. This issue may lead to the potential of delayed patient results. Test orders created using more than one of the I-series, c-series or calculated options to select assays will only include the assays selected in the last filtered view if the order is saved prior to returning to the all option. Therefore, test orders are not created for assay selections made on other tabs. There is no indication that the orders were not created, which could lead to delay of results. Enabling an assay when the processing module is in the running or processing status causes the assay to be re-installed. When the assay is reinstalled, expected contamination washes will not occur. This has the potential to cause incorrect results due to carryover. Only the alinity I anti-hcv assay is impacted by this issue. A sample with 270 or more tests ordered remained in the scheduled status and the tests were not processed. A system shutdown was required to send the tests to exceptions to be processed. This may result in a delay as there is no indication to the user that tests are not processing. Some maintenance and diagnostic procedures can appear to have completed successfully when there was insufficient inventory and the procedures should have failed. The failure to successfully complete procedure 5601 could lead to degraded system performance and result imprecision. A list of the impacted maintenance and diagnostic procedures is provided below: maintenance procedures: a 5601 clean cuvettes with detergent a (c series); 5805 check and change ict check valves (c series); 5910 wash cuvettes (c series). Diagnostic procedures: a 4102 sample pipettor calibration (c-series); 4205 flush water lines (c-series); 4206 flush bulk solutions (c-series); 4208 probe and mixer wash (c-series); 5101 flush ict reference solution cup (c-series); 1115 sample pipettor las calibration (I-series); 1510 vortexer test (I-series); 1600 rsm transport calibration; 1830 buffer run (I-series). In addition, other enhancements were made to the alinity ci-series software to improve customer experience.